Event description:
While this event did not cause death, it has caused a possible chronic condition that may require further surgical repair. Two suture staplers automatic from the same batch failed to fire during a jejuno-esophogeal anastomosis causing some esophogeal damage requiring further repair and prolonged surgery.